Event description:
Clinical report states the patient was revised due to infection.

Manufacturer narrative:
No products were returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported infection. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated.